Event description:
It was reported that all unipolar electrode impedances involving the case were greater than 4,000 ohms (c/0, c/1, c/2, and c/3) and all impedances were less than 50 ohms. X-rays were taken on (B)(6) 2014 and it was determined that the lead broke. It was stated that the lead broke due to twisting. There was a planned lead revision for (B)(6) 2014. The patient experienced less than 50% therapy relief. The patient¿s status at the time of the event was said to be alive and no injury.

Event description:
Additional information received reported the patient was waiting on ¿another operation¿ so the lead had not yet been explanted and it was still pending. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0206948991, implanted: (B)(6) 2013, product type: lead. (B)(4).